Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra meter was displaying an unknown error message. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018, his ultra meter would display an unknown error message. The patient stated that he manages his diabetes with a combination of oral medications (unspecified type or dosage), diet and exercise and explained that he did not take any action in response to the alleged product issue. The patient advised the csr that he experienced symptoms of ¿sweaty and tired¿ on (B)(6) 2018 and denied receiving any treatment above and beyond his usual routine of diabetes management and care. At the time of troubleshooting, the csr was unable to walk the patient through a retest as he didn¿t have his testing supplies with him. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after using the subject device.